Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 412 mg/dl. The customer did not report any symptoms related to high blood glucose. Customer was assisted with confirmed insulin pump programming. Customer was reported a skin issue associated with product insertion. Customer was reported hematoma at site. The insulin pump will not be returned for analysis.